Manufacturer narrative:
The investigation on the kit lot, 10524u, showed no systemic issues; all four samples were at the limit of detection for the assay where results are known to generate wavering results. Additionally, differences between the cobas liat and the competitor test platform gene detection could also explain the result discrepancies. The tibmolbiol assays may detect rdrp, n, or/and e genes depending on the kit used, whereas the liat test detects different regions of the orf1a/b along with the n gene of the sars-cov-2 where detection of either or both targets is considered a positive sars-cov-2. As such, results with one assay may not be reproducible with a different assay. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged discrepant results of four patient samples when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. According to the customer all four samples were tested using the cobas® liat® system the four samples were then retested using the magna pure 96 and tibmolbiol kits and the results were negative for sars-cov-2. The negative results were reported and no harm or injury. Per the FDA guidance four (4) mdrs will be filed, one (1) per patient. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
The correct suspected device was provided in the initial MDR. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results of four patient samples when using the cobas® sars-cov-2 test for use on the cobas® liat® system. According to the customer all four samples were tested using the cobas® liat® system the four samples were then retested using the magna pure 96 and tibmolbiol kits and the results were negative for sars-cov-2. The negative results were reported and no harm or injury. Per the FDA guidance four (4) mdrs will be filed, one (1) per patient. An investigation was conducted to evaluate the customer¿s allegation.